Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's eye due to glare and difficulty with night time driving. The lens was decentered due to zonular weakness post surgical. The patient feels better after lens was exchanged (yamane technique lens placement used). There was no use error. There was no patient injury. The lens was off axis only by a few degrees. No other information is available.

Manufacturer narrative:
Section a3b, and a4: unknown/ asked but not available. Section b3: date of event: unknown, not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.